Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling of the device. The event can be detected by following the instructions for use (IFU) which state: instruction manual ¿chapter 3 preparation and inspection 3.6 inspection of the endoscope". Inspection of the endoscope. 1 move the camera section and lcd monitor slowly until it stops in each direction. Inspect that camera section and lcd monitor move smoothly, fix in any position, and not rotate inadvertently. 2 inspect the control section for any irregularities such as excessive scratching, deformation, and loose parts. 3 inspect the boot and the insertion section near the boot for any irregularities such as bends, twists, tears, and cracks. 4 inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. The connecting tube has coating peeling (1mm2 or more). Additional device evaluation findings were as follows: due to a pinhole on connecting tube, water tightness is lost, due to a dent on channel tube, channel cleaning brush cannot be inserted smoothly, adhesive on bending section cover rubber has a chip, the connecting tube has a dent, and the label on the scope connector is peeled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the airway mobilescope image guide serpentine was broken. The issue was observed during preparation for use for intubation. The procedure was completed with a similar device with a short delay in exchanging the equipment. No patient harm was reported with this event. The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. The connecting tube has coating peeling. (1mm2 or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.